Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient¿s device was not working and was turned off at the time of the report. The patient wanted to have their device interrogated. The patient did not have their programmer with them at the time of the report. There were no patient symptoms reported and no additional complications anticipated. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.